Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 600 mg/dl with no symptoms of hyperglycemia. The reporter was unable to provide troubleshooting for the issue at the time of the call. Customer technical support has attempted to reach out to the patient regarding this alleged issue but has been unsuccessful in doing so. If additional information is provided then a supplemental report will be filed. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump and the pump could not be ruled out as a contributing factor.